Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, "the fiber of the handpiece broke while in use." Additional information is pending.